Event description:
It was reported that various particulates were noted to be on and in the bulb irrigation syringe.

Manufacturer narrative:
It was reported that various particulate was noted to be within the bulb irrigation syringe. The particulates were described as - "hair" within packaging, "cardboard" inside the syringe, and an unspecified particulate noted "in the molding of the bulb." To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. Photos were provided for evaluation, however, no physical samples were returned. The reported particulates were confirmed through visual assessment of the photos provided. The root cause was determined to be issues with environmental controls during the manufacturing process. Due to the reported problem/issue, and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.